Event description:
The micro reciprocating saw was sent in for evaluation because it was leaking. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Quality investigation is ongoing; additional information will be submitted once the analysis results and conclusion are completed.